Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as ectatic and mildly calcified iliacs; long and straight aortic neck; 25 mm aortic neck diameter at the renal arteries, and 25 mm at 15 mm below the renal arteries, with a 4 mm aortic neck length. It was reported that, due to the ectatic vessels, a 166 mm device was used instead of a 145 mm to completely cover the ectatic iliac; however, this device inadvertently partially covered the left hypogastric artery. The physician commented that the patient may have some minor buttock claudication; however, it will resolve. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (occlusion), (B)(4) incorrect technique/procedure (4 mm neck length). Evaluation, conclusion: (B)(4) user error contributed to event (4 mm neck length). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.